Manufacturer narrative:
The reported problem was investigated via remote support by the clinical application specialist. The biomed was following up on an issue where the staff say that they didn't hear an spo2 alarm. The registered nurse reports spo2 alarms did not occur audibly or visually. The patient was moved to another monitor and the biomed took the monitor in room 0804a out of service for evaluation. The biomed stated that he was able to see two spo2 alarms in the alarm review at the piicix rel b.02.06, one for spo2 47<89 and one for desat 37<85 around 6.45 am (timeframe in question). A field service engineer (fse) was dispatched for an onsite service. He tested the spo2 alarms with a simulator and could not reproduce the reported problem, all alarms performed correctly. The fse pulled the device logs and information to forward them to the philips factory for further evaluation. The responsible product support engineer stated that the information extracted from the logs show that the monitor correctly announced an spo2 low and an spo2 desat alarm for nicu room k0804a in the 0640-650 timeframe on (B)(6) 2017. Since the bedside was configured to have a minimum volume setting of 4, a user would not have been able to turn that down to be inaudible. Questions about the actual settings at the time of the event could not be answered by the responsible personnel. The alarm volume at the bedside monitor and the audio volume at the central station at the time of the event could not be provided. Therefore it remains unclear, why the alarm was announced by the bedside monitor and the central ¿ as shown in the central station logs - but was not recognized by the nurse. The device was used for monitoring at the time of the alleged malfunction. Patient was male, 10 months old, 9.6 kilos and required oxygen delivery, pre-existing conditions are unknown. There were no ill effects per registered nurse. Even if the assigned fse could not reproduce the reported problem and also the product support engineer stated that the logs showed that the device did not fail to alarm as alleged, a malfunction of the device cannot be ruled out. The cause of the reported issue remains unknown. The product remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "the staff at the bedside monitor didn't hear yellow or red spo2 alarms for bed k0804a." The device was used for monitoring at the time of the alleged malfunction. The patient required oxygen delivery, there were no ill effects per the registered nurse.